Manufacturer narrative:
This product was received and tested by technical services and the reported failure could not be confirmed. The monitor was connected to a verathon test blade and the image was clear and accurate. The cable and blade were manipulated while connected to the monitor without incident. The device was certified, cleaned and tested and it passed the image quality test. The device was returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor, there was no image or intermittent images. A delay in the procedure of approximately 10 minutes occurred as a replacement glidescope unit was obtained. No harm to patient or user was reported.